Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) oversensed cross-talk, leading to pace inhibition, as well as loss of capture (loc) for three beats. The patient was known to be in complete heart block, and dual chamber paces most of the time. The patient had presented to the hospital in ventricular fibrillation (vf), arrested, at which time the device detected, shocked and converted. The patient was kept in the hospital and on telemetry, the loc for 3 beats. In further review of the telemetry strip, the local area sales representative observed an atrial pace, then nothing and suspected that this was pacing inhibition due to cross-talk. The local area sales representative confirmed that the patient had been asymptomatic in association with these clinical observations.

Manufacturer narrative:
To date, information suggests that this implantable cardioverter defibrillator (ICD) remains actively in service without further issue. If new information becomes available, this report will be further evaluated and updated.